Manufacturer narrative:
A2. Reported patient age (53 years) is representative of the mean age of all patients included in the literature article study group. A3. Reported patient sex (female) is representative of the majority (81%) of patients included in the literature article study group. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Saal-zapata, g., durand-castro, w., valer-gonzales, d., flores-quijaite, j. E. M., & rodriguez-varela, r. (2023). Endovascular trends in the treatment of intracranial aneurysms in a peruvian reference center. Journal of neurosciences in rural practice, 4, 655¿659. Https://doi.org/10.25259/jnrp_282_2023. Medtronic review of the literature article found a retrospective data review of 765 patients who underwent procedures for endovascular procedure for the treatment of 845 intracranial aneurysms between january 2010 and december 2020. Patients were treated by a variety of different endovascular procedures including: primary coiling, balloon-assisted coiling (bac), stent-assisted coiling (sac), primary stenting, combination of coiling + balloon + stenting, and/or flow diversion. It was noted that in some bac procedures, hyperform balloons were used. Primary coiling was the main treatment modality. The treatment and devices used in each procedure were not specified. It was not specified if stents, flow diverters, or coils used were medtronic devices. The article does not mention any device malfunctions or device functional issues during the treatment procedures. The article discusses trends of these techniques over time, focusing on their usage rather than follow-up treatments, additional surgical interventions, or which outcomes were attributed to which devices or type of procedure. Intraoperative aneurysm rupture affected 44 patients. It was noted that the highest rate of intraoperative rupture occurred in the year 2020 in which 10 cases of intraoperative rupture were reported. The article does not mention any additional treatment or intervention required for the patients who experienced intraoperative rupture. According to raymond and roy (r & r) classification, immediate complete aneurysm occlusion was noted in 47.5% of cases (approximately 401 treated aneurysms). Neck remnant was reported in 17.5%, r & r class 3a was noted in 32.8%, and r & r class 3b was noted in 0.8% of patients. This information only pertained to immediate occlusion status and follow up r & r occlusion scores were not provided in the article. There is no mention of retreatment or additional adjunctive treatments post the initial endovascular procedures. Good clinical outcome, determined by a modified rankin score (mrs) <(> <<)>3 was achieved in 90.5% of patients, seeming to indicates that approximately 73 patients had a negative clinical outcome/mrs 3 or greater.